Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital biomed performed a checkout of the equipment and a review of the logs. Ge healthcare recommended to the biomed to replace the bag/vent switch and cable.

Event description:
The hospital reported that, during the preoperative checkout, the biomed noted that the bag/vent switch had to be moved several times to switch between manual and mechanical mode. No repair was performed; the unit was placed into service. During the first case, it was noted that mechanical ventilation was not functional. The clinician reportedly switched to manual mode and completed the case. There was no reported patient injury.